Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date: (B)(6) 2010, inratio: 1.6, lab: 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 2.3, mean: 1.95, confidence limits: 1.3-2.7. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Per complaint description, pt was applying more than one drop of blood. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection and could produce invalid inr values. As of 08/18/2010, five discrepant result complaints were reported for lot #232889 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.